Manufacturer narrative:
(B)(4).

Event description:
Received info that high impedances > 10,000 were found on electrodes 0 and 6. These two electrodes are not being used with the pt's programming and all others are reading normal impedances. Pt is receiving therapeutic stimulation. Medtronic rep asked the hcp to make a note in the pt's chart to not use electrodes 0 and 6 for programming.